Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxibus module control controller board and drawer controller card was defective. A field service engineer powered station down, removed drawer from station, replaced pyxibus module control controller board, replaced drawer controller card and drawer came back online. Fse then launched hardware testing application and performed final test. Pharmacy staff verified drawer was functioning normally. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was failed and could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.